Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Our instruction insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid dmage to the tissue pad." Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a lap bso procedure, the plastic tip on the end broke off. Another device was used to comeplte the procedure. There was no pt consequence.